Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap and prime/fill anomaly. The customer's blood glucose reading was 140 mg/dl at time of incident. The customer stated that the drive support cap came out during set change. The customer stated that the cap pushed backwards and hung out of the pump by a thread. The customer stated that the pump was stuck in rewind/prime mode. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to verify prime anomaly or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. Device passed stop current and run current test. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.